Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that, during implant of the device, the stickers with the serial number were missing in the package. The device was implanted and remains in use. No patient complications have been reported as a result of this event.